Event description:
Event description guidant received information that this atrial lead was explanted due to a lead fracture, below the clavicle, confirmed by x-ray. No adverse effect was experienced by the patient.